Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported bending of the steerable guide catheter (sgc) shaft was not confirmed via returned device analysis; however, tears on the sgc soft tip were observed. The investigation was unable to determine a definitive cause for the reported bent sgc shaft, but determined that the observed soft tip tears were related to the clip becoming caught on the guide tip during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received, indicating that the clip became caught on the soft tip of the steerable guide catheter (sgc), but was able to be freed. No device damage was noted; however, when the sgc was returned, the soft tip was noted to be torn. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system referenced is filed under a medwatch MFR report # 2024168-2016-02567.

Event description:
This is filed for the soft tip tear which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure. The steerable guide catheter (sgc) was advanced and was noted to have an unusual curve at the tip. The clip delivery system anterior/posterior (a/p) steering was noted to be impaired and the device was noted to deflect medially when advancing the delivery catheter. A decision was made to withdraw both the sgc and the cds. There was no adverse patient effect and no clinically significant delay. The procedure was completed using a new sgc and two mitraclips were implanted. The mitral regurgitation was reduced from mr grade 3 to grade <1. No additional information was provided. Return device analysis noted that the soft tip was torn continuously around the circumference; however, it was confirmed that there was no material missing from the soft tip.